Event description:
It has been reported to philips that a 'geometry not available' error message appeared. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with the customer, and confirmed the reported issue which is due the geo module button got pushed at power up. Review of the system log file showed that there was a malfunction with geometry ui module. Rse suggested to replace the geo module. The biomed replaced the geo tso on their own and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.